Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. No unlock on the lcd keypad connector noted. No scrolling numbers display anomaly noted. Unable to verify a21 alarm and perform displacement, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. Customer reported the alarm persisted after changing the battery. The customer also reported they were unable to clear the alarm with the escape and act buttons. Customer also reported experiencing high blood glucose, but did not provide a value. It was also found the numbers on the insulin pump were scrolling and the customer was unable to use the bolus wizard as a result. Customer's blood glucose was 9 mmol/l at the time of incident. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.